Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03188. The pt reported experiencing jolting which was followed by loss of stimulation. The pt also reported experiencing a burning sensation at the ipg pocket site. Follow-up identified an sjm representative was able to restore stimulation with reprogramming; however, the pt reported warmth and discomfort at the pocket site. X-rays were taken as the next course of action results are pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.